Event description:
It was reported that this patient had back surgery on (B)(6) 2013 and a new catheter was placed at that time. However, the patient reported that since the back surgery she had not been getting therapy. It was unclear if the patient was receiving the medications. The health care provider attempted a dye study and could not aspirate. The reservoir volume had been correct at the refills. The pump was nearing end of life and the entire infusion system was to be replaced on (B)(6) 2013. This device system delivered dilaudid. Additional information was requested. It was further reported that the dye study occurred on (B)(6) 2013. The patient was not receiving good pain control with multiple increases. The event was related to the catheter but the location of the issue was not known. There was no injury to the patient. It was clarified that the device system delivered hydromorphone and bupivacaine. Both the catheter and pump were replaced.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported the medication in the pump at the time of the event was dilaudid 12mg/ml at a dose of 0.577mg/day, and bupivacaine 960mcg/ml at a dose of 46.16 mcg/day. The patient was having symptoms of increased pain. The catheter issue was reported as ¿failure to aspirate¿. A revision was performed and it was noted the proximal tip of the spinal catheter in place was sutured into the fibrous tissue. It was tied in several spots to prevent leakage of csf and drug. The new pump was turned on 2013-(B)(6). The patient was noted to be doing well and was receiving effective therapy. The old spinal catheter was not cut and remained intact. The pump was replaced due to end of life.